Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. Customer suspected that bg was due to insulin possibly being bad. Bg was addressed via a manual injection and infusion set and cartridge change. The customer was instructed to consult with the healthcare provider regarding bg level.